Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the (B)(6) of peritonitis and fever in a patient coincident with dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). It was not reported if dianeal pd2 unknown bag therapy was ongoing. On (B)(6) 2012, the patient experienced a fever and peritonitis manifested by cloudy effluent and abdominal pain which required hospitalization. On an unreported date, the patient began remedial therapy with unspecified antibiotics. The cause of the peritonitis was non-compliant to treatment. The patient was recovering for the peritonitis. The outcome for the event of fever was unknown. An opinion of causality for the events of peritonitis and fever were not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.